Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00038. It was reported that catheter entrapment occurred. After a 014 300cm thruway guide wire crossed the lesion, a 4.0mm x 60mm x 150cm coyote balloon catheter was selected to dilate the lesion. However, the device could not be advanced nor withdrawn. The balloon catheter and guide wire were removed together without the balloon being inflated and was replaced with a 035/260 zipwire hydrophilic guide wire and a 5.0 x40 75cm charger balloon catheter. However the same issue occurred and both were removed as a unit. No patient complications nor harm were reported.

Manufacturer narrative:
Event date, describe event or problem, device evaluated by MFR. Device evaluated by MFR.: the charger device was returned with the customer¿s 0.034in guide wire still loaded within the device. During analysis the investigator attempted to remove the guide wire, however severe resistance was encountered and the guide wire could not be removed. Solidified blood was noted on the guide wire at both the distal and proximal ends exiting the device. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further removal attempts were made. On removal from the bath the investigator again attempted to remove the guide wire, during this attempt a substantial amount of blood was noted escaping from the tip of the device. The investigator then flushed the guide wire lumen with warm water to further soften the solidified blood inside. The investigator again attempted removal and although resistance was encountered the guide wire was successfully removed from the device. Once removed the customer¿s guide wire was examined and it was noted that the outer coating was missing from a section of the guide wire, this area of damage may have increased during attempts to remove the guide wire from the device during analysis. The investigator then took a boston scientific 0.035in (0.89 mm) guide wire available in the laboratory and successfully loaded the device onto the guide wire without resistance or any issues noted. No issues were noted with the guide wire lumen that could have contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the shaft. The balloon was noted to be tightly folded. A visual and microscopic examination of the balloon identified no damage or any issues that could have contributed to the complaint incident. A visual and microscopic examination identified no issues or any damage with the markerbands or tip that could have contributed to the complaint incident. No other issues were identified during product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was further reported that the target lesion was located in a vessel in a lower extremity and the procedure was completed with another wire and catheter.